Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon housing removal, failure analysis investigation found that the pitch cable derailed at the clamping pulley, but no loose clamping pulley screw was found. 48 - an additional observation not reported by site was that the instrument's pitch cable was found to be frayed at distal clevis hub. No damage was found at the clevis. In addition, failure analysis investigation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. An additional observation not reported by site was that the instrument's clamping pulley was corroded/contaminated. Upon opening the housing, failure analysis investigation found that the corroded clamping pulley and orangy like color on the bearing area. Evidence not conclusive, but corroded/contaminated damage may be due to likely improper cleaning. An additional observation not reported by site is that the instrument's distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch/grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the wire was stretched right on the pulley and the wire was loose. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.